Event description:
On 8/oct/2021, fresenius became aware this peritoneal dialysis (pd) patient was diagnosed with an unspecified serious infection (date not provided) which precipitated a transition to hemodialysis (hd). The patient also reported their ¿labs were not where the clinician wanted them¿ (specifics not provided). Subsequent attempts to obtain additional information (e.g., organism, causality, medication records, laboratory values), patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the limited follow-up information available, the patient¿s liberty cycler and fmc cassette are disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred. Additionally, it is unknown if the patient was utilizing a fresenius device(s) and/or product(s) when the events occurred. In a customer experience survey, this patient reported having had a serious infection while previously on peritoneal dialysis modality. No additional information was obtained despite multiple due diligence attempts. Therefore, the type of infection could not be confirmed. However, there were no recorded allegations, nor is there any objective evidence that this event was caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue.

Event description:
On 8/oct/2021, fresenius became aware this peritoneal dialysis (pd) patient was diagnosed with an unspecified serious infection (date not provided) which precipitated a transition to hemodialysis (hd). The patient also reported their ¿labs were not where the clinician wanted them¿ (specifics not provided). Subsequent attempts to obtain additional information (e.g., organism, causality, medication records, laboratory values), patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.